Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014, 21:31:03. During night drain cycle six, the patient's ultrafiltration reading was 584ml, indicating the home patient (hp) drained 584ml more than their maximum programmed fill volume of 950ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.